Event description:
It was reported that the patient presented for follow-up with high defibrillation impedance exhibited by the right ventricular lead. No intervention was reported. Further information was requested but not received.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2023 due to unacceptable defibrillation threshold and high defibrillation impedance. There were no patient consequences.

Manufacturer narrative:
Additional information: b2, b2, b5, and h6.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings.